Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/7/2024, it was reported by a sales representative via email that the button from an ar-2658tr knotless distal clavicle plate button tightrope popped off the inserter when inserting the tightrope. The case was completed using another ar-2658tr knotless distal clavicle plate button tightrope. The patient was not affected. This was discovered during a knotless clavicle button procedure on (B)(6) 2024. Additional information received on 10/14/2024: this was discovered during a clavicle fracture and ac joint reconstruction procedure. The button popped off the inserter when inserting the tightrope in the patient. All fragments were removed. The case was delayed about twenty minutes; however, additional anesthesia was not needed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the implant.